Event description:
69-yr-old male was in dental clinic this am. Questionable allergy to rubber latex gloves. Developed angioedema during dental procedure. After procedure pt left with lip/tongue swelling, got lightheaded and sat down. Code blue called. On dr's arrival pt was alert and oriented. Heart rate 80. Only complaint was tongue and lip swelling and mild indigestion. Physical exam: white male in mild distress without audible wheezing. Coronary: regular rate rhythm sinus. Chest: clear to ausculation without wheezes. Pt observed on monitor in ER for 5 1/2 hrs. Angioedema resolved 2 hrs later. Pt without any arrhythmia, respirtory or other difficulties. Pt with history of reaction to rubber gloves, now totally resolved. Bp 130/70 on discharge.